Event description:
It was reported while using bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml, an unspecified number of tubes exhibit poor barrier separation/poor plasma after processing. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-feb-2026. Investigation summary: bd received 5 customer samples (one sample was contaminated) and one photo for investigation. The evaluation of the contaminated sample and photo confirmed the presence of poor barrier separation. The visual inspection of the remaining customer samples did not show the indicated failure mode. Complaints for sample quality are under statistical control for the month of november 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml, an unspecified number of tubes exhibit poor barrier separation/poor plasma after processing. There was no health impact or consequences reported.